Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed the instrument spyfiles and databases provided by the customer. There were no issues detected with the level sense values for the sample and reagents. There were no errors associated with the discordant result in the error log. The cause of the discordant, falsely low f245 allergen result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low result for f245 allergen (egg allergen) was obtained on an immulite 2000 xpi instrument with the 3gallergy specific ige assay. The initial result was reported to physician(s), who questioned it. The same sample was repeated on the same instrument resulting higher. The repeat result was also provided to physician(s). The repeat result was in alignment with the patient's clinical profile. There are no known reports of patient intervention due to the discordant falsely low f245 allergen result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant falsely low f245 allergen result.